Event description:
Insulated portion of 5 mm pk forcep against bowel during pk use, bowel noted to be blanched. (Portion of pk where it says gyrus). Bowel oversewn by surgeon with 3.0 silk suture. Pk immediately pulled.